Event description:
Caller alleged (B)(6) hcg results. Serum lab result was (B)(6). No urine analysis was done (specific gravity unk). A freshly voided urine sample (approx 2:00-.00-3:00pm) was used, but it was not the first morning urine. Visual inspection of urine specimen was pinkish and very dilute. External controls (quidel) run by customer and passed. Sample is no longer available; sample was discarded at the end of the business day. Pt had taken a home pregnancy test which resulted (B)(6). (B)(6).

Manufacturer narrative:
The return strips meet qc spec. Details as follows: correct (B)(6) results were observed at 3 minutes reading time when tested with 25miu/ml hcg urine control. (N=4). Correct (B)(6) results were observed at 3 minutes reading time when tested with 100miu/ml hcg urine control. (N=3). Clearly (B)(6) results were observed at 3 minutes reading time when tested with 202.7iu/ml hcg urine control. (N=3). Conclusion: from return and retain testing with in-house control, the client's result was not replicated, and the product performed as expected. Corrective action not required at this time.